Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) unit displayed power up fault code # 14. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse replaced the compressor and mufflers. The drive regulators were calibrated and the compressor performance testing was performed. The fse performed a complete preventive maintenance (pm) with full calibration, functional testing, and electrical safety checks to factory specifications. The iabp was returned to the customer and cleared for customer use. / the following investigation was performed by technician of the failure analysis and testing (fat) wayne, nj. The failure analysis and testing department received a compressor, with a reported of ¿power up fault code #14¿. Performed visual inspection of the compressor per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the compressor into the cardiosave test fixture. Performed and tested in accordance with the cardiosave service manual. Found that all functions were normal. After an extensive testing (5 hours) the test did not trigger the reported problem of ¿power up fault code #14¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. The mufflers were also replaced. However, the parts are not available for return. Therefore, no root cause evaluation can be performed.